Event description:
Reference number (B)(4). Event occurred in brazil this emdr is being submitted for unknown number of quantities it was reported that patient faced 2 boxes infusion set leakage event on (B)(6) 2025. The leakage was at quick release or in the tubing. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4). - device 1 of 2 e1: patient city: (B)(6) patient country: brazil